Event description:
Potential for injury associated with a trex2 manual wheelchair with a broken spring on the right arm assembly. This compromises the right frame of the chair and the user's stability while seated.